Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that error e238 and the video signal was displayed but it was impossible to change the examination type which occurred during inspection for use involving an olympus autoclavable camera head. There was no patient injury reported.